Event description:
The cousin of a (B)(6) male pt called zoll customer support to report that the pt's battery charger/modem was resetting. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) has been confirmed. Upon investigation the battery charger/modem was resetting. The cause for the resets was isolated to corrupted flash programming. After reprogramming the flash memory, the battery charger/modem was fully functional. The root cause for the corrupt flash memory could not be positively identified. No adverse event resulted from the corrupt programming. The pt received a replacement battery charger/modem.